Event description:
A 56-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage a) underwent impella rp flex support via right femoral venous percutaneous access. While on support, the device functioned as intended at p-6 at 1.9l/min with d5w sodium bicarbonate in the purge solution. At the time of planned bedside explant on (B)(6) 2026, difficulty was encountered during device removal when the motor housing reached the venous access site and could not be advanced or withdrawn. It was noted that a perclose device had been deployed at implantation and may have been locked prior to removal. The patient was transferred to the catheterization laboratory for further management; however, the perclose device was determined to be positioned deeply within the vein and obstructing removal. A femoral vein cutdown was performed by vascular surgery, which confirmed a tightly locked perclose suture. Following suture release, the impella rp flex device was removed without further resistance. Thrombus was observed on the outlet of the device, and the patient was to be monitored for potential deep vein thrombosis or other thrombotic complications. There was no reported device damage, no excessive force applied, and the device was not implicated in the difficulty encountered. The patient survived to explant. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support. Thrombosis is a known risk associated with impella rp flex as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem). The cause of the injury was not determined due to insufficient clinical details. The cause of the difficult/ unable to remove through other device was use related since perclose was too deep in the vein, locked and tight perclose causing resistance and required vascular cutdown for removal based on clinical details.